Manufacturer narrative:
(B)(4). As reported by the user facility, it was confirmed that the batch number was unknown and the sample was not saved. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: "vent fell out of drip chamber. Filter or mesh in drip chamber vent fell out leaving a hole and chemo leaked out." Event occurred in preparation before use. No patient involvement.